Event description:
Patient was receiving y90 treatment for liver metastatic disease. The amount needed for treatment was 12.16 mcl and due to resistance to inject the physician stopped and only injected 5.64 mcl. When the catheter was pulled it was discovered there was a small kink which prevented the full injection. Product cannot be returned to vendor until the isotope decays which will be in approximately 30 days. There was no harm to the patient other than having to return to complete treatment.